Event description:
It was reported that the catheter was placed in june. On (B)(6), the nurse found there was a leakage in the catheter.

Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. The product implicated and returned for evaluation is a 4 fr s/l power PICC catheter. During functional testing a spraying leak was observed emanating from the catheter. The leak site is located at the 7 cm depth marker. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. The leak site is less than 0.3 inches in length. The split edges are sharp and traverse in a straight line. A lot history review (lhr) of rewe0863 showed no other similar product complaint(s) from this lot number.